Event description:
The machine powered itself off during a pt treatment with no indication or alarm. Due to the vigilence of the clinical staff, there was no adverse effect to the pt. However, had this not been discovered promptly, the pt's safety could have been severly compromised. The MFR has been aware of this defect for over 1 year. They state that the problem has been corrected for newer model machines but nothing has been done for existing machines because they consider this to be a "normal breakdown." MFR writes: "affected product: fresenius hemodialysis machine - model 2008h. This is to alert you to a potential problem with our model 2008h hemodialysis delivery systems. It has been reported that on rate occasions the fresenius model 2008h hemodialysis machine may spontaneously shut down during treatment without an audible alarm. Under normal circumstances, the power-off alarm would be audible for about seven mins. However, instances have been reported where no audible alarm was heard by the attending staff. During these shutdown events, the machine stops circulating the blood and the bloodlines are clamped automatically, we are in the process of investigating these shutdown events. These occurrences have been very rare and the machines have restarted as expected in almost every case. In the event of the spontaneous mid-treatment shutdown of the dialysis machine, turn the machine back on by pressing the power button. Upon power up of the machine and before resuming blood flow, follow your normal clinical procedures, including carefully checking the entire extracorporeal circuit for blood clots. If blood clots are detected or the machine fails to power up, follow your clinic policy for returning the blood or discarding the extracorporeal circuit. The model 2008h hemodialysis machine operator's manual contains procedures for manually recirculating the blood circuit in the event of a power failure. We recommend adherence to good clinical practice, ie, pts should be attended by trained staff and the status of the pt and machine should be closely monitored during dialysis treatment. Investigation has shown this event to be extremely rare and replacement of earlier versions of the model 2008h control panel have resolved the problem. Svc info may be obtained by contacting our technical svs dept."